Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.

Manufacturer narrative:
Use of device with ruptured aneurysms considered off-label per instructions for use.

Event description:
On (B)(6) 2011 patient presented in emergency room with a ruptured aortic aneurysm (off label). Patient implant of a 25-16-100bls bifurcated device, a 28 mm suprarenal aortic extension model, a 34 mm suprarenal aortic, and an 28 mm infrarenal aortic extension was successful. The next day the patient's hematocrit level dropped to 3, the patient refused a blood transfusion due to religious beliefs. The patient died on (B)(6) 2011 due to excessive blood loss as a result of the rupture.